Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with paracetamol (acetaminophen), nsaid's, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage and menstrual disorder outcome was unknown. The reporter considered device dislocation, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen previously existing injury/condition. There was decrease of pain shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events per pfs- abnormal bleeding (vaginal, menorrhagia) were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, anxiety, acid reflux (oesophageal), migraine and endometrial ablation. Concurrent conditions included cramp in lower abdomen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with paracetamol (acetaminophen), nsaid's, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage and menstrual disorder outcome was unknown. The reporter considered device dislocation, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen previously existing injury/condition. There was decrease of pain shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (she underwent a partial hysterectomy due to complications from the essure device). At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device/migration of essure device location of device: endometrial cavity") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, anxiety, acid reflux (oesophageal), migraine and endometrial ablation. Concurrent conditions included cramp in lower abdomen. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"). The patient was treated with paracetamol (acetaminophen), nsaid's, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation, lavh+bs). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen previously existing injury/condition. There was decrease of pain shortly after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded; on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received- new event depression, mental anguish, height were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/migration of essure device/migration of essure device location of device: endometrial cavity') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, anxiety, acid reflux (oesophageal), migraine and endometrial ablation. Concurrent conditions included cramp in lower abdomen. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6)2010, the patient had essure inserted. In(B)(6)2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and ablation, lavh+bs). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: essure did not worsen previously existing injury/condition. There was decrease of pain shortly after removal. Discrepancy noted: (B)(6)2010 date of insertion diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6)2010: results: essure device was successfully occluded; on (B)(6)2010: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. Reporter's information added. Event: dysmenorrhea were added. Event: abnormal bleeding outcome were updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.